Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute integrity coronary drug eluting stents were implanted in the lad. Approximately 18 months post procedure the cec adjudicated that the patient suffered stent thrombosis.